Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14647. Patient reported loss of stimulation. Diagnostics showed high impedances. In turn, the patient underwent surgery on (B)(6) 2022. During which it was concluded the lead did not have high impedances. In turn, only the extension was explanted and replaced to address the issue. Nothing was done to the lead during the procedure and it was determined that it had not malfunctioned.

Manufacturer narrative:
The reported event of high impedances was confirmed. Analysis of the returned lead extension found internal wires broken and detached in the header. The fracture observed would be consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo.